Event description:
It was reported that the patient experienced hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to in the 50's mg/dl while wearing the pod an unspecified number of hours. Symptoms reported include the patient could not see or hear like normal. They tried giving the patient juice, but the blood glucose was not improving. The patient was administered baqsimi (glucagon intranasal powder) by their mother and the customer's glucose levels came back up.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone control ios, cloud - omnipod 5 software app version 2.0.4, cloud - operating system 18.5, cloud - hardware iphone12.1, cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.